Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Information requested, but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5315796.

Event description:
It was reported the patient experienced a shocking sensation. As a result, surgical intervention was undertaken at an unknown date wherein the entire scs system was explanted to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.